Event description:
Customer called back to report low recovery using biorad controls on bcis reagent lot 331265.

Manufacturer narrative:
This issue is being addresses under (B)(4). Investigation pending.